Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows multiple instances of the time and date resetting to default following a reboot. Daily insulin delivery totals appear inconsistent due to the time and date issue. The pump time and date was set. A 29 hour flow accuracy test was performed; the pump passed flow accuracy testing and was found to be delivering within the required specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Use error cannot be discounted as the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen.

Event description:
On (B)(6) 2013 the reporter contacted animas and alleged that as a result of the time/date reset issue (reverting to default setting) she experienced a low blood glucose of 30 mg/dl. She accidently set time to a.m. Instead of p.m. Resulting in wrong basal rates and wrong carbohydrate ratios and subsequent bg excursion, with symptoms of hunger and fatigue. Patient treated low with juice and had already changed time in pump to correct time before contacting customer technical support (cts). This issue is being reported due to the allegation that a patient on pump therapy experienced hypoglycemia. User error cannot be discounted the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen.